Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that a foreign object bites into the angle knob sliding part (sprocket) or the axis of the angle knob was distorted due to external stress such as bumping or falling of the control part which may affect the angle knob sliding. The event can be detected/prevented by following the instructions for use (IFU) which state: instruction manual evis lucera elite colorectal videoscope olympus gif/cf/pcf-290 series operation chapter 3 preparation and inspection 3.3 endoscope inspection of the curved mechanism for safe use handling and general precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the big knob of colonovideoscope was locked securely and the angulation adjustment could not be performed. There was no patient involvement.